Manufacturer narrative:
(B)(4). Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that pen needle 32 ga 4 mm bulk l micro ce leaked during use. The following information was provided by the initial reporter: on (B)(6) 2020, insulin was injected into the patient, and a disposable syringe pen was used. During using, the needle leakage of the disposable syringe pen was found, and a new one was immediately replaced, which could be used normally.